Event description:
Report received of a balloon rupture during use with a patient. The patient was in the cardiac catheterization lab. The catheter had been placed for the right heart catheterization portion of the procedure. It was noted that a wedge waveform and pressure were not obtained when the balloon was inflated. A fluoroscopy check was done and it was noted that the balloon had ruptured. It was unknown to the reporter how many balloon inflations had already been performed and if a pre-insertion check was done. There was no report of an adverse patient event.